Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and cracked case.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were having problems with the insulin pump. The customer's blood glucose was 472 mg/dl at the time of incident. The customer's blood glucose was 170 mg/dl at the time of call. The customer stated that the blood glucose reached 605 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot for the high blood glucose. The insulin pump will be returned for analysis.